Manufacturer narrative:
A secondary MDR was reported under 2124215-2025-82852 as there are two products associated with the same event/patient.

Event description:
It was reported that the patient experienced an embolic stroke, requiring additional surgical intervention. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. After completion of the procedure, the patient experienced neurological deficit. Imaging performed revealed an embolic stroke in the left hemisphere and the physician noted that the proximal end of the second stent was placed in a dissection plane in the common carotid artery (cca). The physician performed a cea to explant the stents and patched the carotid artery.